Event description:
It was reported that the device was difficult to remove. A 1.85mm jetstream sc catheter was selected for an atherectomy procedure to treat an occlusion in the distal superficial femoral artery (sfa) popliteal artery. The target lesion was 95% stenosed and mildly calcified. During the procedure, the catheter jumped forward 10mm through the lesion while spinning at high revolutions. It was thought bits of calcified fragments were caught between the catheter and guidewire. The physician attempted to rex the device; however, it was hard to advance or reverse over the wire. The physician had to forcibly remove the catheter from the wire. The procedure was completed with the original device. No patient complications occurred.